Event description:
The care giver of a home patient contacted baxter's technical service center and stated that the patient had an infection (unspecified) during the initial drain cycle. The care giver elected to perform a manual exchange and wanted assistance in ending therapy. Assistance was provided to end the therapy. During a follow up call concerning the infection, it was discovered that the patient had peritonitis. The peritoneal dialysis nurse stated the following: on an unreported date in 2010, a break in aseptic technique occurred, described as skin contamination. The patient developed peritonitis. There was no exit site or tunnel infection associated with the peritonitis. The patient received treatment for 14 days with unspecified antibiotics intraperitoneal. The event of peritonitis resolved. The outcome of the break in aseptic technique was unknown. Dianeal therapy was ongoing. No further information was reported.

Manufacturer narrative:
(B)(4) as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.